Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit failed the patient interface module leak test. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and inspected safety disk and pim for signs of failure, none noted. Fse slightly tightened pneumatic interface module(pim) hex plug to ensure snug fit. Reapplied small amount of vacuum grease on safety disk o-rings. Fse then ran follow-up pim leak tests, all passed without issue. Fse then performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications. Iabp was returned to customer for clinical use.